Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the sudden return of symptoms/"issue with symptom relief" was not determined. The rep discussed the issue with the hcp, but the hcp didn't have a suspected cause. The product was explanted and replaced on (B)(4) 2018. The ins will not be returned. The rep requested that it be returned, but the hospital would not allow for it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a nurse practitioner (np) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Np said the patient was presented in the office for discomfort at the ins site. The patient was seen by the np and the healthcare provider (hcp) was also present in the office. During the visit, the patient's device was interrogated and no impedance issues were observed. The np turned the patient's device off and the discomfort at the ins site was relieved. The patient's ins was moving around in the pocket per the np. When locating the ins, the np was able to move the ins around beneath the skin in the pocket. It can be noted that discomfort at the ins site was different per the np than uncomfortable stimulation felt in ¿bicycle seat". The hcp and np decided that the device should be replaced; surgery is scheduled for (B)(6) 2018. In addition, the patient was complaining on the day of visit that they have had issues with symptom relief as well which started when the pain at ins site was observed. There are no known environmental/external/patient factors that may have led or contributed to the issue per the np. Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The rep clarified the event date meaning/"the patient was complaining on the day of visit that they have had issues with symptom relief as well which started when the pain at ins site was observed". The rep said the issue started a few days prior to visit. The patient did not give exact dates to the np. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.